Event description:
Reporter indicated the reason for the vns generator failure to program event is due to generator end of service.

Event description:
Reporter indicated a patient's vns generator was unable to be interrogated. It is unknown if the failure to interrogate the vns generator is due to end of service or other issues. Attempts for further information are in progress.